Event description:
Event description guidant received information that during a device replacement procedure, this implantable transvenous lead and competitive high-energy device could not convert the patient. The polarity was reversed; however, conversion was not successful. It was determined that the lead had migrated toward the septum.